Manufacturer narrative:
The reported event of noise was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection, mechanical and electrical tests of the device were normal with no anomalies found. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device exhibited noise. The patient was noted to be symptomatic with asystole due to the noise. The device was explanted and replaced. The patient is dependent. The patient is doing well and was discharged with no complications.